Event description:
Report received of delay in start of infusion due to cassette alarms. A pt with sickle cell anemia was brought to the ER in asystole. While CPR was in progress, a dopamine infusion was ordered. The set was primed and upon start-up the pump gave cassette alarms that could not be resolved. The same cassette was tried in a second pump and the same thing occurred. A second set was primed and the dopamine infusion was initiated without further problem. The resuscitation was not successful. Customer contact reports that the delay in dopamine infusion did not cause the pt death. No additional info was available.